Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the iab could not be inflated and there was an "iab catheter restriction" alarm generated. There was no patient involvement as this was found prior to use on patient.